Event description:
As reported: "we had an incident yesterday at (B)(6). We were using a right gamma nail and the gamma nail is labeled as a 10 by 320 by 125 for the right side. Unfortunately, we put the nail in and realized that it was going to be too short, so they pulled the nail back out. When we measured the nail with a ruler, it was measured closer to 305, which is much shorter than the 320 that it was labeled as the nail, the sticker and the box all said 320, but the actual length of the nail is shorter."

Manufacturer narrative:
Please note the correction to d4 gtin. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. With given details no discrepancy for the nail in question could be identified. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "we had an incident yesterday at overland park regional. We were using a right gamma nail and the gamma nail is labeled as a 10 by 320 by 125 for the right side. Unfortunately, we put the nail in and realized that it was going to be too short, so they pulled the nail back out. When we measured the nail with a ruler, it was measured closer to 305, which is much shorter than the 320 that it was labeled as the nail, the sticker and the box all said 320, but the actual length of the nail is shorter."